Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-05742. Manufacturer report number: 2017865-2020-05743. Manufacturer report number: 2017865-2020-05744. It was reported that the patient presented with pocket erosion. The patient noted feeling her lead poking around her device pocket. The physician suspected that the leads would erode through the patient's skin so the patient was scheduled for pocket revision. The patient presented for revision procedure on (B)(6) 2020. During procedure, the pocket was opened and the right atrial lead, right ventricular lead, and left ventricular lead was re-positioned behind the implantable cardioverter defibrillator. There were no signs of infection in the pocket. The pocket was successfully closed. The patient was stable post procedure.